Event description:
The customer stated that during a collection, the patient developed itching approximately one hour after the start of the procedure, and wheals appeared about two hours after start. As a result, the procedure was discontinued. Following administration of solu-cortef and polaramine, the skin rash gradually improved. Thereafter, no additional anti-allergic agents were administered, and no recurrence was observed. Patient ID is not available at this time. Terumo bct is awaiting return of the collection set for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information in g.1, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. There were no signals to indicate the device contributed to the adverse patient reactions reported. No definitive root cause for the reported adverse patient reactions could be identified from the dlog associated with this procedure. Per the customer, as g-csf was administered as daily filgrastim rather than pegfilgrastim (g-csf), the possibility that the symptoms were influenced by the g-csf administered on that day cannot be excluded. Overall, the customer believes the evidence is considered insufficient to definitively attribute the event to an eog allergy. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer stated that during a collection, the patient developed itching approximately one hour after the start of the procedure, and wheals appeared about two hours after start. As a result, the procedure was discontinued. Patient information and outcome are unknown at this time. The customer reported medical intervention but it is unknown what was required. Terumo bct is awaiting return of the collection set for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information in a2, a3a, a4, b5, b6, b7, h6 and h11. The run data file (rdf) was analyzed for this event. There were no signals to indicate the device contributed to the adverse patient reactions reported. No definitive root cause for the reported adverse patient reactions could be identified from the dlog associated with this procedure. Per the customer, as g-csf was administered as daily filgrastim rather than pegfilgrastim (g-csf), the possibility that the symptoms were influenced by the g-csf administered on that day cannot be excluded. Overall, the customer believes the evidence is considered insufficient to definitively attribute the event to an eog allergy. Investigation is in process, a follow-up report will be provided.

Event description:
The customer stated that during a collection, the patient developed itching approximately one hour after the start of the procedure, and wheals appeared about two hours after start. As a result, the procedure was discontinued. Following administration of solu-cortef and polaramine, the skin rash gradually improved. Thereafter, no additional anti-allergic agents were administered, and no recurrence was observed. Patient ID is not available at this time. Terumo bct is awaiting return of the collection set for evaluation.